Manufacturer narrative:
(B)(4). The device is available for evaluation, per the customer; however, has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be submitted upon completion of the evaulation or if additional information becomes available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor had ruptured during patient use at the hospital. The device was filled with ropivacaine hydrochloride hydrate. There is no report of patient injury or medical intervention. No additional information is available.